Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. However, the assignable root cause not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reamer/drill handpiece device control unit was not functioning and was defective. It was noted in the service order "it works at the beginning but then stops". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2016- 10451 is a duplicate of MFR# 8030965 -2015-12590. Reference MFR#8030965-2015-12590 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.